Event description:
It was reported that during use of implantable pulse generator (ipg) the device encountered impedance measurement error message that indicated the ipg was unable to obtain/perform impedance measurement. Review of information received indicated a suspected connection issue. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.